Event description:
During service of the device, the covidien customer support engineer (cse) discovered device entering a ventilator inoperative condition. The malfunction did not occur during pt use. The date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery (bd) printed circuit board (pcb). The software version was updated to revision ak. The ventilator passed electrical safety tests, calibrations, extended self-testing (est), short self-tests (sst) and performance verification testing (pvt). Covidien ref.: (B)(4).